Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's most current level was 164mg/dl. The customer declined to troubleshoot the device and wanted it replaced. The customer states they were currently off the pump and on manual injections. The customer states they would stick with current pump and try and upgrade the pump later.